Event description:
User woke up with a stiff neck at approximately 8:30 am, she put a gauze bandage directly under the entire product and then placed same onto the skin of her neck. Approximately three and a half to four hours later at around 12 pm, she felt the area on the right side back of her neck getting hot. She asked her husband to check the area and he peeled off the product and she said it looked like it burned you. She asked what he meant and he replied that there are 'bubbles'. She did check the mirror and observed that there were large blisters on the back of her neck. She took the product off and did ot observe that the gauze bandage was not covering all parts of the product when she did so. User went to emergency room where she was examined by dr who allegedly advised her that she suffered second degree burns.

Manufacturer narrative:
During an interview with user, she stated she has no feeling ad numbness on her right side prior to using the heat pad from a car accident in 1998. Pad requested but not received from user. Instructions state: " 2. Remove the paper from the adhesive backing to adhere the pad to clothing. Do not adhere the pad directly to the skin. Remove the pad immediately if it becomes too warm and uncomfortable." "If not used correctly, high temperature burns may occur." " do not use on infants, on frostbitten or desensitized skin, while sleeping, on bruising or swelling that have occurred within the last 48 hours." Okamoto's testing of ten retain samples from the same lot were tested and found acceptable based on the standard for temperature range, rise time and duration. While the company does not believe that the events described above constitute a 'serious injury' within the meaning of the regulation, the company has elected to submit this report.